Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture, variation in p-wave sensing and high pacing impedance. The ra lead was not used and replaced during the procedure. The patient was discharged.

Manufacturer narrative:
The reported events of high pacing lead impedance, p-wave amp variation and failure to capture were not confirmed. A complete lead was returned in one piece for analysis with all four tines found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.